Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Reportedly, customer continued using pump for insulin therapy.